Event description:
It was reported that the patient presented to the clinic remotely via data transmission. Upon review, it was noted that the right ventricular (rv) lead exhibited low defibrillation lead impedance at <100 ohms. Further examination showed possible issues with the svc coil as trends also exhibited high defibrillation impedance (>200 ohms) several times over the last year. No patient symptoms were reported. The patient will be brought in for further evaluation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).